Event description:
Event description guidant received information that this patient presented with lightheadedness to the physician and upon interrogation it was found that the atrial lead had impedance measurements of greater than 2500 ohms, with no pacing and no sensing. As the lead was being removed from the header of the device, the lead extender came apart and the distal portion of the lead came apart. The lead had been severed previously. The patient experienced no adverse effects.